Manufacturer narrative:
Investigation summary: complaint reports lid failure on centrifuge associated with prepstain (catalog number 490100) serial number (B)(6). Complaint alleges centrifuge lid faulty hydraulic system. Customer advised no one was hurt or injured. Customer replaced the centrifuge gas srpings and post intervention the centrifuge was operating normally. Root cause attributed to faulty lid gas springs. This complaint is a confirmed failure of the instrument based on the customer investigation. Device history record review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge."

Event description:
It was reported while testing with the bd prepstain¿, the springs for the centrifuge lid were no longer holding lid up. There was no health impact or consequences reported.